Event description:
Clarifix device used once in patient nasal cavity. Md went to use it again and found a hissing noise from the balloon. Balloon found to have hole in it and was malfunctioning. Hospital did not have another kit. Team waited for rep to bring another one.